Event description:
"The pt, whose bowel was sutured into the uterus during her last c-section, had cryoablation in 2008. After the ablation, pt became ill and was hospitalized. About 5 days later, pt had a bowel resection. There was no uterine perforation; the pt's bowel adhesed to the c-section scar got "fried" apparently during the case."